Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 gave error 26002. The procedure was converted to laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure. The issue was resolved by replacing the usm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 26002 was found indicating a usm execution failure, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, the usm was inspected, and no faults were identified. As a result of these findings, failure analysis concluded that the clock spring fiber cable was consistent with the reported event and was the potential source for this issue. The complaint was confirmed by the field evaluation. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to communication errors resulted from a rolling loop fiber cable located on usm. This issue can be resolved by replacing the usm, or disabling the affected usm to complete the procedure.

Event description:
Refer to h11 for follow-up information.